Manufacturer narrative:
Further information was requested but not received

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator change procedure. During the procedure, the physician attempted to place a left ventricular lead but the lead exhibited failure to capture. The lead was replaced. The patient was in stable condition.